Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (30 mg/ml), baclofen (275 mcg/ml), and dilaudid (25 mg/ml) via an implanted pump. The doses for the medication at the time of the event were unknown. The patient¿s medical history included failed post laminectomy syndrome, thoracic and lumbar neuritis, chronic abdominal pain post-operative, and multiple drug allergies (unspecified). The patient¿s weight was (B)(6) kg. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2017 it was reported that the patient missed a scheduled pump refill on (B)(6) 2017. On (B)(6) 2017 the pump was refilled and the patient¿s dose was decreased by 13% as a precaution (doses were not reported). No patient symptoms were reported. There were no complications during the procedure and as of (B)(6) 2017 there had been no complications after the procedure. No further complications were reported/anticipated.